Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A paper lid, a winding former with a suture partially dispensed of product was returned for analysis. During the visual inspection of sample, the suture was totally dispensed and examined along of strand and no defects or damage was observed. The swage end was examined and it was noted sufficient impression at the swage area. Also, the needle was not received for determined the causa assignable. As no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did all devices had issue during actual use on patient? Yes. How was case completed? No information. No further information will be provided.

Event description:
It was reported that a patient underwent a dental graft procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture easily. There were no adverse consequences to the patient. Additional information had been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.